Event description:
Information received from legal: it was reported through the filing of a lawsuit that allegedly the patient was implanted with a rejuvenate modular right hip on or about (B)(6) 2010. It is further alleged that the plaintiff experienced pain and elevated metal ion levels, which required revision surgery on (B)(6) 2022.

Manufacturer narrative:
Although no catalog number or lot code was provided, similar events have occurred for the product family. These events were determined to be associated with (B)(4). Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated metal ion levels is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.